Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected conductor fracture, however, diagnostic imaging was not yet performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.